Event description:
Pt reported having 2 concerns with the infusion device. Pt stated the infusion device shuts down every once in a while automatically while changing the insulin cartridge and other accessories. Pt reported when the infusion device is turned on again, it asks for settings for the time and date. Pt stated the infusion device sometimes also is not delivering insulin or he cannot hear the sounds of the piston rod pushing in the insulin. Pt reported when he checks the meter and the infusion device, they both say that the insulin was successfully delivered. Pt could not recall the exact time when the issue occurred. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to addresses the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
Device returned on (B)(4) 2012. The interrupts were caused by a loose connection in the pump electronics which could not be localized exactly, the occurrence of the error was reproduced by the analysis of the error log.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.